Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0229279833 implanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that they received the information about the implanted pump and catheter. The rep stated that as agreed by phone, the rep was sending the lot numbers for the equipment used from the intervention of (B)(6) 2024. According to the image the serial number of the patient's pump and catheter were also provided. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the patient's pump and catheter was on (B)(6) 2024. It was also stated that the catheter would not be explanted. The rep stated that the issue occurred at initial system implant for spasticity. When asked if there were any factors that may have led or contributed to the catheter having broken and tip remained inside the patient, the rep stated that it was probably due to scoliosis. It was stated that another catheter was implanted and all was good for the patient at the end of the implant. When asked for device status, it was stated that the device would not be returned and was destroyed by the customer. The name of the physician was also provided.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. A pharmacy intern reported that during the operation, the catheter broke and the tip remained in the patient.  It was further indicated that the guide came out whole. The rest of the catheter was explanted and was to be returned to the manufacturer.  It was unknown if the catheter was replaced.  Actions taken to resolve the issue were unknown.  It was unknown if the issue was resolved.  Factors that may have led or contributed to the issue were unknown.  The patient's medical history, gender, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial/lot# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 update: the previously applied device code a26 is no longer applicable and has been replaced with a150205. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via a company representative. The physician encountered difficulty to move the catheter due to scoliosis. The physician could not move the catheter when broken and the broken tip remains always in the patient. The physician did not want to operate on the patient again to extract it. Another catheter was implanted with good results. Regarding the patient¿s outcome, it was indicated that the patient was well actually.